Event description:
Caller reported a cartridge alarm occurring with consecutive cartridges, specifically noting cartridge alarm 30. There was no adverse impact to the customer's blood glucose level. In response, the customer was advised to use multiple daily injections as backup therapy while a replacement pump was sent by technical support. The customer was provided instructions on returning the problematic pump and programming the replacement.